Event description:
During clinical procedure for changing the blood flow within the gastroduoderal artery (gda), while the physician was advancing the noncordis coil into the microcather (mc), the coil got stuck at about 20 cm from the tip of the mc. The mc and coil were used to complete the procedure successfully. Reportedly, the mc was not re-shaped prior to use and continuous flush was maintained within the mc. There was light vessel tortuous. There was no adverse consequence to the pt additional information will be submitted within 30 days upon receipte.